Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 13.7 mmol/l (mobile) and 6.4 mmol/l (professional meter). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.